Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced a skin reaction with rash, and inflammation, under entire patch area. The patient stated they have dermatographia and that due to this they should change the sensor every 4 to 5 days to make sure severe skin reactions do not occur. Over the past several months during which according to the information, the patient was wearing the sensor for the full amount of 10 days or at least longer than 4 to 5 days, they experienced ¿multiple skin infections¿ and in some cases required unspecified oral antibiotics. No further information was reported regarding the event and attempts to contact the patient for more information regarding the event were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.